Event description:
It was reported that during a cholecystectomy procedure, the device did not fire at first firing. Dr. Needed more force-to-fire than usual and the knife did not move. Some of the staples dropped out and they were open shape. Case completed with an endoloop. There was no pt consequence.